Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the buttress/compression nut was lodged into the threaded portion of the blade/screw guide sleeve. Patient underwent an initial intertrochanteric hip fracture procedure on (B)(6) 2017. The surgeon used a buttress/compression nut, blade/screw guide sleeve, an aiming arm locking device, and a 130 degree aiming arm to place a helical blade. The surgeon was satisfied with the placement. Upon removing the construct, the surgeon could not disengage the nut and sleeve. Surgeon was able to release the construct by using the button on the aiming arm locking device. The procedure was successfully completed without any surgical delays. No medical intervention was required. Patient status/outcome was reported as stable. After surgery in sterile processing, sales consultant was able to disassemble the nut and sleeve with a lot of force. Sales consultant could not run the nut up and down. Sales consultant has no additional information to report on this event. Concomitant devices reported: blade/screw guide sleeve (part # 03.037.017, lot # 9351396, quantity 1), aiming arm locking device (part # 03.037.015, lot # 9433125, quantity 1), 130 degree aiming arm (part # 03.037.013, lot # 9430474, quantity 1), tfna helical blade 115mm sterile (part # 04.038.315s, lot #h209618, quantity 1) this report is for one (1) buttress/compression nut this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Concomitant devices (blade/screw guide sleeve part 03.037.017, lot 9351396; aiming arm locking device part 03.037.015, lot 9397799 and aiming arm part 03.037.013, lot 9430474) were received without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. It was reported that a buttress/compression nut was unable to be disassembled from a blade/screw guide sleeve during a tfna procedure. The assemble was able to be removed using the release button on the aiming arm without surgical delay or patient harm. The buttress/compression nut (03.037.016) is a component of the tfna proximal femoral nailing system intended for the intramedullary fixation of femur fractures. The buttress/compression nut is specifically utilized as part of an insertion construct for the nail¿s proximal locking. Additionally, when interfragmentary compression is necessary, the nut can be rotated clockwise once the proximal locking head element has been inserted as per the relevant training guide. The returned device was examined and the complaint condition was able to be confirmed as the inner threads of the buttress/compression nut were found to be deformed. The nut was assembled onto the returned blade/screw guide sleeve (03.037.017) and the complaint condition was able to be replicated as the nut was found to bind on the sleeve threads which were found to be in good condition without identifiable defect. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible due to post-manufacturing damage. Device history records review was completed for part# 03.037.016, lot# 9397799. Manufacturing location: (B)(4), manufacturing date: mar 13, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be identified with the provided information; the failure is typically associated with cross-threading and/or the application of excessive force during use which leads to thread deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.